Manufacturer narrative:
(B)(4). The customer reported the device will not work or turn off on (B)(6) 2011 and then "skipped" therapy for 5-6 days. The customer requested a swap on (B)(6) 2011. The reported difficulty of the device will not work/will not turn off was neither confirmed in the device logs nor duplicated during evaluation. The assignable cause of reported difficulty of the device will not work or turn off was undetermined. The event log contained therapy data from (B)(6) 2010 - (B)(6) 2011. The reported patient symptom of shortness of breath/fluid overload was not confirmed in the logs nor duplicated during the product analysis lab (pal) evaluation. The device passed the return instrument test/evaluation (rite) electrical test and functional tests. The root cause of the reported patient symptom was undetermined. No device malfunction was identified that could have caused/contributed to the reported difficulty. The device met specifications. The service history shows the device passed all required testing in apr2008, prior to its release. No issues were identified that may have contributed to the patient's symptom. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4) - a follow up report will be submitted when baxter has received the device and completed the investigation of this event.

Event description:
On (B)(6) 2011, the nurse (rn) for the home patient (hp) contacted baxter to report a problem with the homechoice (hc). The rn stated the hp was at the hospital because he had not done his dialysis. The hc was swapped. Baxter contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2011 who reported that on (B)(6) 2011 the hp went to the emergency room for shortness of breath/fluid overload. Reportedly, the hp did not call baxter or report to his pdrn an issue he had with the hc on (B)(6) 2011. Instead, he skipped pd therapy for 5 to 6 days. The pdrn stated that pulmonary edema was ruled out and the hp was not admitted. She was not aware that any medicinal treatment rendered. The pdrn reported that the hp had a clinic appointment (B)(6) 2011 where the hp saw the nephrologist. The hp had retraining during that appointment regarding compliance, the importance of daily pd therapy and reporting any problems to his pdrn. The hp checked out ok and returned home.